Event description:
A customer reported that the button on the footswitch was sticking during a cataract with iol (intraocular lens) implant procedure. The case was able to be completed without pt harm following a 1.5 hour delay.

Manufacturer narrative:
The customer called to report the footswitch buttons are sticking. The customer did not request service. The customer ordered a new footswitch. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).